Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" alarm conditions were observed in the device's downloaded event log. The device's internal battery needs to be replaced to address the issues. No repair was performed as the device is to be scrapped.